Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 438 mg/dl and was going down to 349 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer will take manual shots for high blood glucose level. The device will not be returned for analysis.